Event description:
According to the reporter, the device involved in this report delivered inappropriate shock therapy because of noise visible in recorded episodes. Noise would be reproducable during breathing and coughing.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.